Manufacturer narrative:
The patient weight was not provided. Approximate age of device: 44 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that post-operatively the patient had a left ventricular (lv) thrombus that was going into the lv outflow track. The hospital staff confirmed that there were no device related issues. Incidentally, it was reported that the patient experienced metabolic encephalopathy, and was diagnosed with a highly resistant pneumonia requiring a tracheostomy for failed extubation, gallbladder sludge for which a drain was placed, and fevers of unknown origin. It was reported that the patient expired with the cause of expiration being noted as "no upper brain function."